Event description:
Customer reported a button error alarm on their insulin pump. Customer stated that moisture from the pool may have gone into the insulin pump. Customer's current blood glucose reading is 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. No moisture damage on electronic assembly. Corroded motor home switch.